Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient reported having have had a seroma at her ins site sometime in (B)(6) 2021. Reports that the incision over the ins had what was suspected to be possible infection in (B)(6) 2021 and the area had since become painful. Patient brought to or for possible reposition of ins pocket and/or explant on (B)(6) 2021. At procedure on (B)(6) 2021, fluid was noted in ins pocket and scs system was explanted. Cause of event is undetermined. CT on unknown date, no infection noted on CT. Explanted devices sent to the lab per hcp, will not be returned. Issue is resolved.